Event description:
Endoscopic shears introduced into patient. When attempting to cut, noted to not work. Removed. Small piece noted to have broken and be missing. Subsequent x-ray taken showed small 1 mm piece of metallic density in the abdomen adjacent to a clip.it was reported that several months afterwards he went to another facility to have the piece removed.